Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was very upset and discouraged. Patient had not seen much improvement, stated yesterday was better, but they thought might be that was because they did not eat much. Patient got no sleep last night and their heart was beating very loudly in their ears and chest. Patient stated that their heart was fluttering and felt weird. Patient had not been able to sleep and they were tired. Patient was uncomfortable. Patient had not ate much today. Patient stated that their hip hurt and they were unsure if it was a prior hip issue or after having device. Patient felt the lead was placed on the wrong side because they had asked for it be placed on the opposite side. Patient was again very upset and distraught. Patient was very discouraged that they did not believe it was working for them. Patient mentioned verify being too heavy and difficult to get out. Patient also mentioned again that they had diarrhea yesterday. "I'm having a terrible time". Antibiotic making them sick, they were not feeling well. Their stomach was upset. Patient extremely frustrated not sure how to operate and did not believe that device was working properly. Patient stated the first week they thought that it was working but then they were having accidents by saturday (B)(6) 2017. Patient stated that their symptoms were as bad as before. Patient stated that by saturday (B)(6) 2017, they started to take her oral medication "oxybutin" to help their symptoms. Patient had not heard from anyone with medtronic since their trial started (B)(6). Patient was upset because therapy was not working for her. Patient reported that the day of surgery, the therapy seemed like it was helping and was a lot better but the patient figured this was because they had not eaten anything all day because of the surgery. It was asked that if it had helped at all with their symptoms and patient did not think so. Patient reported the hospital just called to talk about the surgery but right now, they did not know if they wanted to have the permanent implant surgery because "she doesn't know if this thing is ever going to work". Patient reported that the nurse told them to call the doctor's office but they could not get through. Patient reported that they did not know what to do with "this thing". Patient reported that they had adjusted the settings each time so far it was not working and they did not know what to do. Patient reported that the controller was hard to get in and out of the pouch, patient reported that it was a tight fit. Patient was currently on program 2 and had not tried any other programs "b/c no one had called her and told her". Patient had turned stim up a little bit on the current setting. Patient was currently at 1.6v but was wondering if they should try another program because it had not made any difference. Patient tried increasing on program 2 this morning and also noted that they were still taking oxybutynin and that helped some. Patient reported but they could tell that it was not working because they were the same as before. Patient was walked through increasing stim on program 2 to 1.7v. It was asked if stim was comfortable and they replied "no, not right now it hurts a little bit". Stimulation was on. It was recommended to turn stim back down if it was uncomfortable and patient stated "maybe she will see if it goes away after a while because she can always turn it down". Caller reported she is doing an interstim trial for her bladder and reported she had the surgery on (B)(6) 2017. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
(B)(4) does not apply to this event. The main component of the system and other applicable components are: product ID: 3537, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.